Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose and was hospitalized. The customer explained that she had dinner around 7 30 and two hours later she passed out. The neighbors called the police; they gave her apple juice and called the ambulance. Blood glucose value was 50 mg/dl, the paramedics treated her and by the time she arrived to the hospital it was at 180 mg/dl. She was admitted at 3am. She had been outside all day that day and was told she was extremely dehydrated which could have caused the low.